Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 600 mg/dl and breathing difficulty. The customer's father stated that prior to the events, the customer had fallen while snowboarding and had a hard time breathing afterwards. The customer's father also stated that the insulin pump was having a battery-related alarm. Nothing further was reported.